Event description:
In 2009, the pt was implanted with 2 gore excluder aaa endoprostheses to repair a saccular aneurysm measuring 3.1 cm. The following month, the pt underwent a follow up computed tomography due to leg pain which revealed a collapse of the gore excluder aaa endoprosthesis trunk-ipsilateral limb just distal to the flow divider. The collapse caused occlusion of the artery. A week later, the pt underwent a reintervention where a femoro-femoral bypass was performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.